Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. No e70 - motor position encoder error alarm noted. Motor passed motor test. Device received with cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 441 mg/dl. The customer stated they received no delivery alarm and motor error. Customer did not report any symptoms related to high blood glucose. Customer was using the insulin pump system within 48 hours of reported event. Customer was unsure about drive support cap. Customer stated they performed self test and displacement test and both tests passed. Customer was not in emergency room, nor admitted into hospital, nor emergency medical service was dispatched as a result of high blood glucose. Customer was assisted with possible cause of high blood glucose. The insulin pump will be returned for analysis.